Event description:
Event description cpi received information that this sweet tip rx bipolar lead became dislodged and lost capture. It was repositioned but again dislodged due to tricuspid regurgitation. The lead was replaced with an extendable/retractable lead.